Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing issues with their sensors. Customer states that they received a change sensor alert. Costumer's insulin pump alarm history also shows alarms for calibration not accepted and sensor updating, the blood glucose reading was 535 mg/dl. It was unknown how the customer treated for their high blood glucose. Auto mode was not active as the customer had a change sensor alarm. Troubleshoot for the high blood glucose was not performed. The insulin pump will not be returned for analysis.